Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueisprint fidelis implantable tachy lead. A lawsuit alleges the patient was implanted with a sprint fidelis lead "which has since been explanted due to device malfunction." The attorney further reports the patient "suffered physical and other injury as a result of the recalled lead." Review of the manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the patient's death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Device failure.

Event description:
A lawsuit alleges the patient was implanted with a sprint fidelis lead "which has since been explanted due to device malfunction." The attorney further reports the patient "suffered physical and other injury as a result of the recalled lead." Review of the manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the patient's death was device related. The cause of death has been requested and not received.